Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells were unable to be positively determined, but was likely aging of the battery pack. Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not recognize inserted battery packs) was confirmed. Upon investigation the u13 13-bit flash cmos micro-controller, crystal oscillator y1, and diode d2 were shorted on the bedside board, which prevented the charger/modem from recognizing inserted battery packs. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery cells and defective battery charger/modem. The pt received a replacement battery pack and charger/modem. Device MFR date: battery charger/modem sn (B)(4) manufactured 12/2012.

Event description:
A (B)(6) year old female pt contacted zoll customer support to report that her battery would not power on her monitor and her battery charger would not recognize inserted battery packs. The pt was issued a replacement battery pack and a replacement battery charger/modem.